Event description:
Customer reported that the sensor gave inaccurate readings. The blood glucose reading was 299 mg/dl while the sensor reading was at 106 mg/dl. Customer was advised to change the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.